Manufacturer narrative:
H 11:analysis of the complaint database revealed similar reports from other customers using sw hlm.1.5. A software anomaly has been logged to address the reported issue. The investigation confirmed the problem, highlighting that the backup control unit maintains control during the reset. Once the cockpit user interface is restored, the ¿last case¿ button enables users to retrieve all prior settings and proceed without any data loss. During the reset, the heart-lung machine's critical functions, including pumps, alarms, sensors, and safety systems, continued to perform as designed. In certain scenarios, the gas blender might switch to standby mode, requiring the operator to reactivate it via the user interface on the gas blender unit to ensure continuous operation. After a second reset, a new case must be initiated from the home screen. The root cause of this issue was identified as a software anomaly related to a memory violation. The issue has been fixed under sw hlm.1.5.1. Livanova has taken action by implementing a dedicated CAPA (ca-0016) and a field action (fa-cp-mun-2024-004 - z-0571-2025) to provide customers with instructions on immediate measures and to outline the corrective actions being implemented to address this issue.

Event description:
Livanova deutschland received a report that a cockpit reset of an essenz console equipped with software version 1.5 occurred during a demo training in livanova USA inc. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the essenz console. The incident occurred in (B)(6). In detail, the screen went black and then within a few seconds returned to the main screen. The last case tab was pressed by the user and the screen immediately went back into the case. This event has been conservatively reported to FDA, despite livanova's risk analysis assessing the overall risk as low and within acceptable limits. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.